Event description:
It was reported to boston scientific corp that an endovive low profile balloon replacement was used during a enteral feeding balloon replacement procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician placed the balloon within the pt. When the physician attempted to inflate the balloon, water would not flow into the balloon. The account reported that the valve that connects the syringe to the balloon tubing was faulty. Water would not flow past this valve. The device was replaced with another endovive low profile balloon with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).